Event description:
When breaking dermabond to activate it, glass ampule broke and a piece of glass punctured pa's finger. Later, when circulation nurse picked up bags with broken dermabond, the same incident happened.